Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported for left side (per ultrasound reports) "mammary devices with regular contours showing some radial folds, proper identification of posterior wall and anechoic content". Healthcare provider later reported "capsular contracture grade IV." The device has been explanted.